Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a 16 unit bolus that the customer did not request. When the customer stopped the bolus delivery, it was reported that the customer received an incomplete bolus alert. Reportedly, the customer's blood glucose level was 400 mg/dl and was addressed with a correction bolus via the pump. Tandem technical support (cts) educated the customer on the incomplete bolus alert and the importance of navigating back to the home screen, options, and to close the screen out; the customer acknowledged. Cts also confirmed that a 0.17 unit was delivered for the 16 unit bolus request. Multiple attempts were made by cts to request for the customer to upload the pump data logs for further review; however, no further information was provided.